Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. This lead was surgically repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Revision to the initial MDR in blocks b5 event description and h6 impact codes.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. This lead was surgically repositioned. No additional adverse patient effects were reported. Additional information received indicates that the dislodgement was confirmed thru xray. No additional adverse patient effects were reported.